Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that chemotherapeutic medication was prepared by the pharmacy and leaked at the y-port around smartsite when administered. There was no patient harm.